Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported severed tubing. The customer was unable to locate the set, no product will be returned.

Event description:
Customer in the orthopedic/surgery unit reported while troubleshooting air-in-line alarm, user opened module door and heparin started pouring out of the tubing. The user noticed the tubing was "severed right above the clip on the bottom that clicks into the alaris pump". The affected tubing and pump module were removed and replaced with new tubing and pump module. Customer requests the tubing and pump module to be evaluated because customer feels the pump module cut/severed the tubing. There was no report of pt harm or medical intervention required. Customer stated that no further pt or event info is available.